Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned with the outer tube bent (as the customer advised that the shaft was bent while packaging the device for shipment). The device was tested with a generator and was functional. The cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during an laparoscopic total gastrectomy procedure, the doctor felt that it had a difficulty in coagulation when the device was used for the blood vessel and bleeding occurred. The amount of the bleeding was 135 ml. No error code was displayed. The trigger was grasped till the click sound which would be heard when the trigger would be grasped properly. The min button was used mainly at the operation. The power setting of the min button was changed from 3 to 1 during the operation and the device was used carefully. The shaft was bent as it was pressed in the discarded box after the operation. Bipolar was used by hemostasis. Blood transfusion was not performed and the operation was not converted to open. The patient condition was good and there were no adverse consequences to the patient.